Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified in the inner face of the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the torn valve. Boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that faradrive steerable sheath clear selected for use. After the catheter was inserted into the sheath, aspiration was performed as required. However, air was repeatedly observed in the aspirated blood. The air was determined to be originating not form the sheath itself but from the membrane or flush port. Physician noted that the amount of air ingress appeared to vary depending on the flow rate and the angle of the flush port. The issue was resolved by replacing the sheath after which the problem did not occurred. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for use. After the catheter was inserted into the sheath, aspiration was performed as required. However, air was repeatedly observed in the aspirated blood. The air was determined to be originating not form the sheath itself but from the membrane or flush port. Physician noted that the amount of air ingress appeared to vary depending on the flow rate and the angle of the flush port. The issue was resolved by replacing the sheath after which the problem did not occurred. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.